Event description:
In feb 2005, pt returned for follow-up of their carcinoma of the colon and 4-week follow up evaluation following the therasphere procedure. Because they was somewhat constipated after their arrival, they took milk of magnesia. They then developed diarrhea, became somewhat dehydrated and, following a trip to the bathroom, fell, striking their forehead and face on the bed . In 2005 they was admitted to the hosp after complaining of fever, sweats, chills, nausea and vomiting, diarrhea, dizziness, and weakness. They was unable to stand. They received IV fluids for hypotension. By the following day they was rehydrated and was feeling much better and much stronger. Their orthostatic hypotension as resolved. They resumed a regular diet. Pt remains severely malnourished. Blood culture was positive for gram+ cocci, suspicious of port-associated septicemia. Culture was repeated, positive for coagulase negative staphylococcus. Pt began treatmemt with vancomycin. Pt requested transfer to facility closer to home. Transfer completed on the 2nd day.